Event description:
Customer's mother reported a cartridge leaked a large amount of insulin into the infusion device. No adverse event was reported. The alleged product was discarded and will not be returned for evaluation. Customer's mother was unable to provide the lot number and expiration date.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.